Event description:
It was observed that during the device evaluation, the high flow insufflation unit had oil contamination in the primary tube and failure of the primary pressure-reducing valve. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the failure of primary pressure reducing valve is cause traced to component failure. Also, for the oil contamination of primary tube the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.